Event description:
It was reported that no capture and undersensing was observed. A perforation and dislodgement were confirmed via x-ray and CT scan. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during surgical procedure. A lead tip stiffness test was performed and was found to be within specification.